Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
Synergy china registry. It was reported that angina occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the middle left anterior descending (lad) artery with 90% stenosis was 28 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and placement of a 3.50 mm x 28 mm synergy stent system. Following post dilation was performed with 0% residual stenosis. The target lesion #2 was located in the distal left circumflex artery (lcx) with 90% stenosis was 24 mm long and a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilation and placement of a 2.50 mm x 24 mm synergy stent system. Following post dilation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject was diagnosed with angina and was hospitalized on the same day for further evaluation and treatment; however, no other action was taken to treat the event. Two days later, the event was recovered/resolved, and the subject was discharged on the same day on aspirin and ticagrelor.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). (H6) impact codes: corrected from serious injury/ illness/ impairment to medication required and hospitalization or prolonged hospitalization.

Event description:
Synergy china registry. It was reported that angina occurred. In may 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the middle left anterior descending (lad) artery with 90% stenosis was 28 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and placement of a 3.50 mm x 28 mm synergy stent system. Following post dilation was performed with 0% residual stenosis. The target lesion #2 was located in the distal left circumflex artery (lcx) with 90% stenosis was 24 mm long and a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilation and placement of a 2.50 mm x 24 mm synergy stent system. Following post dilation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022 the subject was diagnosed with angina and was hospitalized on the same day for further evaluation and treatment; however, no other action was taken to treat the event. Two days later, the event was recovered/resolved, and the subject was discharged on the same day on aspirin and ticagrelor. It was further reported that medication was given to treat the event.